Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic due to shortness of breath, a ventricular lead perforation was observed. The lead was explanted and replaced. Patient is in good condition post procedure.